Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-apr-2026, it was reported by a sales representative via (B)(4) that an ar-1922p punch fell apart, the punch and handle came apart. Two metal pieces were found on the back table. Noticed during a case, device swapped, and case completed with no patient effect.